Manufacturer narrative:
H6 codes were updated. Section d catalog number was corrected.

Manufacturer narrative:
On march 11, 2026, abiomed became aware that the incorrect health effect - clinical code, e2343, was erroneously submitted with the initial report. This report has been updated with the correct health effect - clinical code, e2403.

Manufacturer narrative:
Corrected information was provided in d4 (primary UDI number), and d4 (serial number). Upon review, the UDI and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the low pump flow cannot be determined since no product or data logs were returned and insufficient clinical details were provided. The cause of the placement signal issue cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a seventy-seven-year-old female was admitted for a chronic occlusion of the right coronary artery. Due to onset of cardiogenic shock, an intra-aortic balloon pump was placed that was soon escalated to an impella cp due to further deterioration. During support, a "placement signal not reliable" alarm occurred and did not resolve. Due to low impella flows with concurrent suction alarms, the decision was made to replace the pump. The replacement pump showed the same low flows and was also exchanged for an intra-aortic balloon pump. Presumably, the low impella flows in conjunction with suction were misinterpreted as a device issue instead of the more probable low filling / right ventricular failure. The placement signal not reliable alarm alone should not have impeded the hemodynamic support and support could have been continued.